Event description:
It was reported that the patient was told by the physician that the right ventricular (rv) lead might have slipped over. This lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient was told by the physician that the right ventricular (rv) lead might have slipped over. This lead remains in service. No adverse patient effects were reported. Additional information received indicates that the lead was explanted. No additional adverse patient effects were reported.